Event description:
Health care professional (hcp) reported pt receiving hemodialysis treatment (tx) on 1550 device. During tx, pt reported feeling sick and complained of nausea and vomiting. Shortly after this episode pt fainted. Hcp suspected more fluid was removed than should have been. Hcp administered fluids, pt regained consciousness and tx was completed. Pt weight at end of tx was correct. Ultrafiltrate controller was turned on and dialyzer being used was fresenius f8. Hcp stated no alarms noted during tx. After tx was completed, pt continued to complain of feeling bad. Pt's family took pt to the hospital and pt was hospitalized for approx one week. Hcp could not supply info regarding hospitalization. As of 9/14/99, pt reported feeling fine.